Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as both about one month after implant (implant - (B)(6) 2005) and as (B)(6) 2005 or (B)(6) 2006. See manufacturer¿s report # 3004209178-2017-06617 for the patient¿s other issue.

Event description:
Information was received from the consumer regarding a trial patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that about a month after implant of the implantable neurostimulator (ins), the patient had a change in therapy and noticed a gradual pain in the feet that increased. The issue was also reported as occurring in (B)(6) 2005 or (B)(6) 2006. The cause was unknown. Due to this problem, the patient had the ins removed (revision had occurred) after only a few months. There were no further complications reported or anticipated.